Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the videoscope distal end contained detergent or solution. The issue occurred at an unspecified procedure. The procedure was completed with an unidentified device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that *foreign material adhered to the surface of distal end* occurred due to insufficient cleaning causing chemical residues dried and adhered to the surface. In addition, the adhesion of the material was seen around the nozzle, it was considered to organic silicone-based agents (antifoam agents, anti-fogging agents for lenses, etc.). However, olympus could not identify the material due to variety of origins. Olympus will continue to monitor field performance for this device.